Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the reported symptom of "failed flow rate test." Flow rate tests were performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.

Event description:
It was reported that a spectrum pump "failed flow rate test, incident reported: no". No further information was provided. Baxter attempted to contact the customer on multiple occasions to acquire additional event information without success.